Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this pt was being treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The trunk-ipsilateral leg component was placed without incident. There was difficulty advancing the 18 fr gore introducer sheath on the contralateral side due to stenosis in the proximal left common iliac artery and the sheath could not be advanced as proximally as needed. Left common iliac artery inner diameter measured 9-10mm with stenosis but diameters got larger distally. It was reported that the stenosis was the contributing factor in the resistance felt advancing the sheath and device catheter. The lumen of the contralateral gate was open and unobstructed. The contralateral leg component was partially advanced without the sheath in an attempt to cannulate the contralateral gate. Multiple attempts were made to cannulate the gate. During the last attempt, the contralateral leg component catheter experienced resistance advancing through the sheath. When it advanced out of the sheath, it appeared that the leading olive was advancing but the device catheter was not moving. The device catheter was removed with the sheath. Another contralateral leg component was placed without complication. The pt tolerated the procedure and is doing well.